Event description:
It was reported that the customer was missing the vibrating function in the insulin pump except during the bolus delivery. Advised the customer to insert a new battery and perform self-test. The blood glucose was unknown. No further informationw was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Manufacturer narrative:
The insulin pump was unable to vibrate due to broken vibrator black wire. The insulin pump received with minor scratched display window.